Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, the fenestrated bipolar forceps instrument stopped coagulating intraoperatively. Energy cables were replaced; electricity settings were changed and applicators on arms were clicked on again. However, the instrument no longer coagulated. A new instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. There was no thermal damage observed. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0205 - open circuit.

Event description:
Refer to h11 for follow-up information.